Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the tubing was leaking overnight and subsequently triggered an air in-line alarm on the patient's pump. Per reporter, the infusion rate was 20.8 milliliters per hour with a total volume of 500 milliliters. Reporter alleged that the tubing was flushed and tested, and leakage was observed at the air filter in the form of droplet formation.

Manufacturer narrative:
H3/h6: the device history file was reviewed. There were no discrepancies noted relevant to the indicated failure mode. The device from the same lot were returned for analysis. The devices were visually inspected. There were no anomalies noted upon visual inspection. The admin set was spiked onto an ICU medical provided IV bag. Then the sample was installed onto a cadd solis 2110 pump and 10ml of priming was performed. No pump alarms were observed during priming for each of the three samples. The sample was then leak tested at 45 psi for 30 seconds using a hydrostatic pressure pump as per manufacturing procedure. A leak was observed from the inline filter outlet. The complaint of leakage can be confirmed. The probable cause was due to the filter losing its hydrophobic properties.